Event description:
It was reported that the health care professional (hcp) contacted the boston scientific field representative since latitude clarity was displaying a message, that indicated monitoring was disabled due to a possible issue with the insertable cardiac monitor (icm) device. Subsequently, the field representative called technical services (ts) for assistance. Ts requested boston scientific engineering analysis. Engineering analysis of device data indicates the battery voltage appears to have dropped rapidly during the week the last device data was uploaded. In addition, they advised this icm device should be explanted from the patient and returned for a detailed analysis. Additional information indicates the patient underwent a surgical procedure to have their icm device explanted. No new icm device was implanted at the time. No adverse patient effects were reported. The explanted icm device has been returned and analysis has been completed.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. Stored latitude data was reviewed and was found to be consistent with irregular battery depletion. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion. Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field.

Manufacturer narrative:
Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field.

Event description:
It was reported that the health care professional (hcp) contacted the boston scientific field representative since latitude clarity was displaying a message, that indicated monitoring was disabled due to a possible issue with the insertable cardiac monitor (icm) device. Subsequently, the field representative called technical services (ts) for assistance. Ts requested boston scientific engineering analysis. Engineering analysis of device data indicates the battery voltage appears to have dropped rapidly during the week the last device data was uploaded. In addition, they advised this icm device should be explanted from the patient and returned for a detailed analysis. Additional information indicates the patient underwent a surgical procedure to have their icm device explanted. No adverse patient effects were reported. The explanted icm device has been returned.